Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b201583 from the retains were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter claimed that the insulin cartridge with lot# b201583 was leaking. Reportedly, the pt's blood glucose elevated to "400 mg/dl" without any symptoms upon the discovery of the reported issue. Furthermore, the pt did not require any medical intervention for acute complications of diabetes. The pt's blood glucose was within the target range of "120-160 mg/dl" after a correction insulin bolus was administered. This complaint is being reported as a malfunctioned due to the alleged cartridge leakage. There was no evidence of a serious injury as the pt did not have any symptoms and did not receive any medical intervention to suggest acute complication of diabetes.